Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pocket was closed during the implant procedure, the right atrial (ra) lead impedance jumped. It was further reported that the ra lead helix had almost completely retracted. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.